Event description:
It was reported that the patient passed away during initial right ventricular (rv) and right atrial (ra) lead implant procedure. It was noted that the patient was already in a ventilator. Additional information was requested and not received.